Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 4 and 4 hours, the site was itchy, bruised and infected. The patient visited the general practitioner (gp) who prescribed a course of antibiotics (slucloxacillin) and antihistamines (loratadine) to treat the affected area.